Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2016-04187 / 03745 / 03746 / 03747).

Event description:
Patient has had an unknown amount of previous rotator cuff repair procedures, which were unable to retain fixture of the rotator cuff. Patient was eventually implant with a reverse total shoulder prosthesis. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.